Event description:
It was reported that the patient presented with a non-st elevation myocardial infarction (nstemi). On (B)(6) 2013, the procedure was to treat a moderately calcified lesion in the diffused diseased left anterior descending (lad) artery. The 2.25x28mm xience prime stent implant and 2.75x33mm xience prime stent implant were successfully deployed overlapping. There were no reported device or procedure issues. On (B)(6) 2015, the patient presented with an st elevation myocardial infarction (stemi). Thrombosis was noted in the middle of the deployed overlapping xience prime stent implants, which was treated with deployment of a 2.75x48mm xience xpedition stent implant. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Myocardial infarction and thrombosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The 2.25x28mm xience prime device referenced is being filed under a separate medwatch MFR number.